Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom components were burnt, determined to be caused by fluid intrusion. The investigation revealed corrosion on the wireless module flex and radio printed circuit board, rendering the unit irreparable. Additionally, the wireless module's wireless connection capabilities were found to be inoperable due to a check battery alarm. The device was retired from service.

Event description:
It was reported that a wireless battery module g was getting "battery errors" during therapy in the med surge care area. The customer reported that upon opening the wireless battery module, it was discovered that the components were burnt. It was also reported that there was no patient injury.